Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was unable to be confirmed. The reported difficult to remove from the guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incident from this lot. The investigation determined the reported difficulties are related to a potential manufacturing issue associated with deflation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification and no tortuousity in the mid left anterior descending (lad) coronary artery. The nc trek rx 4.50 x 12 mm balloon catheter was advanced to the target lesion and inflated to 12 atmosphere (atm) for pre-dilatation. The balloon catheter was removed without issue. The balloon catheter was advanced a second time for routine post dilatation and inflated to 12 atm again. However, during deflation the balloon partially deflated. There were many attempts to fully deflate the balloon but were unsuccessful. The balloon catheter could not be removed through the guiding catheter. Therefore, both devices were removed together with resistance with the patient anatomy. There was no medical intervention required. Outside the patient anatomy, it was noted that the proximal section of the balloon was only deflated, the distal end was partially deflated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.